Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, it was unable to issue. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, it was unable to issue. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue an item. A technical support specialist (tss) found that zone 04 was not active in the medbank application. The zone was subsequently activated, and as a result, user was able to access the item successfully. The system functioned as intended after the technical support specialist troubleshot the device.